Event description:
Customer reported that she was hospitalized due to high blood. The blood glucose reading was 350 mg/dl at the time of admission. Customer stated that her insulin pump was malfunctioning, it was alarming and turning itself off without alarm. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.